Manufacturer narrative:
The reported issue (color of the image was abnormal) was confirmed during testing. The image disappearing temporarily was caused by a shortage or corrosion of the electrical circuit due to water immersion. In addition, a white line noise was in the image. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely that the corroded charge-coupled device (ccd) seat and connector prevented the image function from functioning properly. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that at the start of a therapeutic urological procedure, the colors of the image were too bright and did not match, such as the orange was sometimes red and the blue was purple. The subject device was swapped with a loaner and did not experience any issues. It was noted the that the camera head was sent for repair and not repaired properly. The procedure was completed successfully with the loaner device. There was no delay or impact to the patient. The subject device was sent back to olympus for evaluation. During inspection and testing, it was found that the image disappears. This report is being submitted for the malfunction found during evaluation (image disappears).